Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device was not taking a full charge and was not lasting that long between sessions. The patient stated it all started 6 months ago prior to (B)(6) 2020. The patient stated their ins was dying much quicker and it was also taking the whole day to charge the ins. The patient mentioned they received the full 8 boxes when charging. No symptoms were reported. No further complications were reported or anticipated.